Event description:
It was reported the PICC line is leaking from the distal lumen extension line below the pink hub. The line has been in situ for 7 days. No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. Both images show a 2-l PICC catheter, with an arrow pointing to the location of the leak. No defects are immediately visible by analyzing the photos. The customer also returned one 2-l PICC for analysis. Signs of use were observed on the catheter and inside the extension lines. Visual inspection of the catheter revealed a v-shaped slit in the distal extension line. This damage is consistent with contact with a sharp object (needle , scalpel, etc.) During use. The slit was located 15mm from juncture hub. The catheter length from the juncture hub to the distal end measured 510mm, which is within the specifications of 450-550mm per product drawing. The distal extension line outer diameter measured 0.09568", which is within the specifications of 0.093-0.097" per product drawing. The distal extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. A manual tug test confirmed the extension lines were fully secured onto their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak in use was confirmed by complaint investigation of the returned sample. A v-shaped slit was found in the distal extension line. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and a relevant finding was identified. This damage is consistent with unintentional contact with sharps. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the PICC line is leaking from the distal lumen extension line below the pink hub. The line has been in situ for 7 days. No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.